Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
The manufacturer representative reported impedances were measured to be greater than 4,000 ohms. Troubleshooting (measuring at 300's) did not resolve the issue. It was noted the representative received an email from the nurse asking if the lead could &#49301;rn up (or similar)" when a patient welds. No symptoms were reported. The cause of the high impedances was not determined and the healthcare professional was to consider the possibility of replacing the lead.